Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that read "low" mg/dl on continuous glucose monitor. Reportedly, the bg level was due to customer exercising and not adjusting settings, customer requesting too much insulin, and "site issues" with a non-tandem infusion set. Customer required assistance consuming carbohydrates to address bg level. The infusion set brand and manufacture was not provided.